Event description:
It was reported that at the last generator change out, the right ventricular and left ventricular leads were swapped in the device. The patient came in clinic due to "thumping" in the chest. Reprogramming was performed and resolved the issue for a few days. When the patient was seen two weeks later, the left ventricular lead had loss of capture and sensing due to lead dislodgment as confirmed by x-ray. The left ventricular lead was capped and the right ventricular lead was capped. New right and left ventricular leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.